Event description:
The device reportedly would not recognize the paddles or combination cable during the reported event. The cables and pads were replaced, the device was turned off and back on and the device still would not recognize the paddles or cable. The pt's outcome and details were not reported to mpc.